Event description:
It was reported that the recanalization catheter kinked during use in the femoral vein. Reportedly, user likely pushed too hard on the catheter as it retracted without incident and another was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. Per the event description, reportedly, the user likely pushed too hard on the catheter as it was being advanced, contributing to the catheter kink. Therefore it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.